Event description:
After the firing of a plcr60b, it was noted that the tissue was not fully transected. The staple line was over sewn. Reported condition: dr mobilized the colon laparoscopically, and brought the colon out of the body through a wound protector. He then used the i60s with two plcr60b reloads to transect the colon proximally, and distally to the lesion. The two sections of colon were brought together by the surgeons and a side to side anastomosis was performed with another firing of the i60s with a plcr60b reload. The surgeons decided to use the i60s with another plcr60b reload to close the colotomy. Dr fired the instrument, and noted that the stapler was fired, the staple lines were placed with properly formed staples, but the knife blade did not transect the tissue.

Manufacturer narrative:
The root cause for the no cut could not be determined. The reload may not have been seated properly by the user, as the retention posts were damaged. Evaluation summary: shuttle traveled full distance and knife is in the correct upright position. Tissue bumps not damaged. Retention posts are damaged indicating the reload was not seated fully. One staple remains jammed on the reload. Actions: this issue will be monitored to further investigate the root cause and trended to determine if a corrective action is warranted. See scanned pages.